Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The clips were easily broken during ligation of vessels. No clips fell in the patient's body and there was no health injury reported.

Manufacturer narrative:
(B)(4). The dhrs for the lot numbers provided were reviewed and found complete without any irregularities. Lot no. 06a1496942, complaint no. (B)(4) - this instrument was manufactured at (B)(6) facility as part of a (B)(4) piece lot in (B)(4) of 2015. Lot no. 06k1393165, complaint no. (B)(4) - this instrument was manufactured at (B)(6) facility as part of a (B)(4) piece lot in (B)(6) of 2014. Lot no. 06k1156891, complaint no. (B)(4) - these instruments were manufactured at (B)(6) facility as part of a (B)(4) piece lot in (B)(4) of 2012 no instruments were returned for evaluation, therefore we are unable to validate this complaint or determine root cause. All instruments are thoroughly inspected and 100% function tested at time of manufacture. No corrective action required at this time.

Event description:
The clips were easily broken during ligation of vessels. No clips fell in the patient's body and there was no health injury reported.